Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg is inoperable as the patient has not used or charged the scs system in approximately 2 years. Surgical intervention may be undertaken at a later date.

Event description:
Follow-up information provided the patient underwent scs system explant.